Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique further described as did not wear mask which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with meropenem plus sulbactam injection (1.5g, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, alternate days, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.